Event description:
It was reported that there was an atrial lead warning, low impedance and low sensing values all noted on a routine device interrogation. The atrial lead was determined to have higher impedance values in the unipolar configuration. The atrial lead was reprogrammed and remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.